Event description:
Patient's legal representative stated exposed sling, suprapubic pain, dyspareunia, bloody discharge, urgency, frequency and vaginal discharge, numerous yeast infections, urinary urgency, urgency incontinence, nocturia.